Manufacturer narrative:
Correction to d4 (gtin) and h6(method code). The reported event could be confirmed since the device was not returned for evaluation but could be confirmed with available radiographs. With the available radiographs and provided reports, a medical opinion was sought:- with the available quality of radiograph, it is difficult to check the placement of the end cap into the nail, the probable reason for the migration could be due to the endcap never being properly inserted and tightened in the nail,this could not be confirmed with available quality of radiographs. The radiographs were also shared with the r&d team for expert opinion:- with the available quality of radiograph, it is not feasible to see the correct location of the end caps. Based on the review of the drawing, it should be possible to see end cap outside of the nails if we have better quality radiograph images. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. With the available information, the event was confirmed but good quality radiographs or the device is required for the root cause analysis and verification of end cap being inserted into the nail. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient experienced a minor twisting injury, followed by the acute onset of worsening knee pain and swelling. The patient was treated on (B)(6) 2024. Post-operative imaging revealed that the scn (stryker) end cap had loosened and was floating within the soft tissues of the knee joint. X-rays confirmed the presence of loosened hardware. Patient underwent an intervention to address the complication. The original implant was placed during a prior procedure for a 33-c2 fracture, using variax 3.5 non-locking screws across the femoral condyles. The event was resolved on 11/07/24 when the surgeon removed the loosened hardware. No re-implantation was performed. The patient complied with all mobilization instructions, including weight-bearing and range-of-motion activities, and reported no additional trauma or complications. Initial and revision surgical reports, x-ray images, and implant labels for the primary procedure are provided, while no pathology or lab reports are available.

Event description:
It was reported that the patient experienced a minor twisting injury, followed by the acute onset of worsening knee pain and swelling. The patient was treated on (B)(6) 2024. Post-operative imaging revealed that the scn (stryker) end cap had loosened and was floating within the soft tissues of the knee joint. X-rays confirmed the presence of loosened hardware. Patient underwent an intervention to address the complication.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.